Event description:
The customer reported the visera elite video system would not power on and is turning off intermittently during inspection and testing in preparation for use. No patient involvement or harm was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records confirmed that there was no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Based on the reported information, dust was deposits were on the fans exhaust areas. The accumulation of dust on the fan, which prevents the heat from being exhausted, and the power potentially turned off due to overheating of the equipment. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states, clean and vacuum dust the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and gets damaged from overheating. Olympus will continue to monitor complaints for this device.